Event description:
It was reported that there were asystole events recorded by device, as a result of undersensing. During the implantation of the loop recorder, 3 days prior to the report, there had been "trouble closing the pocket". The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.